Event description:
It was reported that the pump battery was not holding a charge. There was no adverse impact to the customer¿s blood glucose. No additional information was provided for alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.